Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).

Event description:
It was reported to boston scientific corp, that during a rectocele repair procedure using a pinnacle posterior pfr kit, when the physician threw the second mesh leg assembly through the sacrospinous ligament, he experienced resistance pulling the dilator and mesh into place. He used a hemostat clamp for better grip to pull it through, which caused the dilator to tear. In addition, the needle detached into the drainage bag, outside the pt. The procedure was completed with another pinnacle posterior pfr kit, with no complications to the pt, who is reportedly "fine" post-procedure.